Event description:
It was reported that the gastrointestinal videoscope exhibited a snow image on all towers during inspection for use in an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and correction to previous supplemental report (9610595-2026-06582-01). Updated field: b5. Correction to previously submitted g3 - date received by manufacturer. The correct date was 02/02/2026.

Event description:
It was further reported, the customer "could not see anything due to the noise (snow) on the image. So when the scope was connected to the processor, it immediately caused white noise to appear on the entire screen."

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information. Updated fields: d8, h2, h3, h6, h11. The device was not returned to olympus for inspection; and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.